Event description:
During a thoracic endovascular aneurysm repair one of the feet of a perclose proglide device broke. It should have been returned with 2 foot plates after deployment but returned with only one. The entire procedure was completed under x-ray but the feet is not radiopaque although the tiny metal core of the feet can be barely seen under x-ray. The surgeon was unable to find the broken piece after discovery. This resulted in a unretrieved item or device/ item fragment (udf). The issue was realized prior to close and the surgeon determined that the risks of opening the patient up further to search for the broken foot was higher risk than potentially leaving it in. The vendor was notified but this is a known issue with this device as there were several reports of this device and broken feet in 2017-2018. There are medwatch reports from 2007, 2008, and 2011 describing footplate fractures with no reports of harm. FDA safety report ID # (B)(4).